Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj system fossa component, small catalog#: 24-6563, lot#: ni, zimmer biomet 2.7x10mm ht x-drive screw catalog #:91-2710 lot #:ni, zimmer biomet 2.7x12mm ht x-drive screw catalog#: 91-2712 lot#: ni, zimmer biomet 2.0x7mm fossa x-dr scrw catalog#: 99-6577 lot#: ni, zimmer biomet 2.0x9mm fossa x-dr scrw catalog#: 99-6579 lot#: ni, zimmer biomet 2.3x7mm fossa x-dr emer scrw catalog#: 99-6587 lot#: ni. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00381.

Event description:
It was reported that the patient underwent a bilateral tmj replacement surgery eleven (11) years and six (6) months ago. Subsequently, the patient reports that she felt a protrusion on the left side of her face and that it was particularly painful. She said she was able to open her mouth and stretch it out and said it felt like the joint slid back into place and she no longer felt the protrusion. Patient stated she can eat and chew food but is limited to only soft foods and that she has swelling, nerve pain and spasms, but that she experienced those things prior to surgery as well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.